Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock while the physician was trying to pace the patient out of a slow ventricular tachycardia (vt). Subsequently there was oversensing of the atrial paced event on the right ventricular channel. The sensitivity was reprogrammed which resolved the issue. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.